Manufacturer narrative:
Date of event : (B)(6) 2019. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported unit was impacted causing lcd to shatter. Broken screen was caused by unit sliding of the table and breaking. New touchscreen was ordered and now a crack has been noticed on the screen. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.